Manufacturer narrative:
(B)(4). The pump was received with no button response due to moisture damage on the electronic assembly. Unable to perform the self test and displacement test or verify pump error 63 and 65 alarms due to no button response. Moisture damage was also found on the motor and force sensor during visual inspection. No moisture damage found on the keypad assembly. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had insulin pump error. Customer was able to clear the alarm and able to complete insulin pump rewind. The customer was able to passed the self test. The insulin pump had issue with her keypads. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.